Event description:
It was reported that during use, the foley catheter balloon failing to remain inflated and falling out. There had been 7 different incidents in 3 days of this happening with this particular batch number. Customer facility had now initiated a product recall of this batch number to mitigate any further patient safety issues. As per the follow information received on 13feb2024, the customer provided two lots lot#ngjt3689 and lot#ngju4011.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. No additional actions can be taken at this time since root cause was not identified. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: "the catheter, which is inserted into your bladder, is connected with a length of tubing to the drainage bag. This makes what is called a ¿closed system. This closed system is important. If you notice leaks or pinches in the tubing or if the catheter and drainage tubing accidentally become disconnected notify your nurse at once so that she/he can take the necessary precautions. Do not let the bag or draw-off outlet tube touch the floor at any time. A. Report any leaks or pinches in the tubing. B. The closed system must stay closed. C. Notify your nurse if bag becomes full. D. Do not let bag or draw-off outlet tube touch the floor. Because there are no pumps or suction devices connected to the closed system, proper urine flow from your bladder into the drainage bag depends on gravity. The ¿downhill¿ position must be maintained at all times; that is, if you move about in bed, or get out of bed to move to a chair or walk about, you must be sure that the drainage bag stays at a level below your bladder when you are standing or walking. The nursing staff will periodically drain the contents of the bag. Do not empty the drainage bag yourself.*a special technique must be followed. Each day the outside of the catheter and tubing and your skin around the catheter should be cleansed. The cleansing technique is very important in preventing problems during catheterization. Only qualified medical personnel may insert a catheter, which is a medical device available through prescription. Remember: 1. Don¿t disconnect, pull on, or twist your catheter or the drainage bag tubing. 2. If you notice leaks in the system, notify your nurse immediately. 3. Keep the drainage bag below the level of your bladder at all times. Do not place the drainage bag on its side - always keep the bag in an upright position. 4. Do not empty the drainage bag yourself. Notify your nurse if the bag becomes full. Procedures may be different for home health patients." Correction: d. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during use, the foley catheter balloon failing to remain inflated and falling out. There had been 7 different incidents in 3 days of this happening with this particular batch number. Customer facility had now initiated a product recall of this batch number to mitigate any further patient safety issues. As per the follow information received on 13feb2024, the customer provided two lots lot#ngjt3689 and lot#ngju4011.